Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of itchy skin was confirmed. A us distributor reported that a patient had itchy skin under the shoulder straps of the lifevest. The area was described as a breaking out under the lifevest, and the irritation gets worse during the night. The patient reported he thinks the reaction may have been an allergic reaction to one of his medications. The patient's doctor prescribed a cream for the irritation. The patient also reported he is not wearing the lifevest at night because the irritation gets worse at night. There is no indication that the patient's doctor recommended removing the lifevest. During a follow up, the patient reported that the irritation has improved.